Manufacturer narrative:
The customer was sent a replacement pump. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2016, that the suction on her pump in style advanced is not what it used to be. She also stated that she had mastitis and had just finished her antibiotics.

Manufacturer narrative:
In follow up with a medela clinician on 12/08/2016, the customer stated that she was prescribed dicloxacillin sodium 500mg 4 times a day for 10 days and that her mastitis is now resolved. She also stated that the new pump is working great.